Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed a guide wire stuck inside the lumen. The guide wire could not be removed from the device. The device was soaked for 2 hours, however the guide wire still could not be removed from the device. The distal section of the guide wire was damaged. There was a kink in the midshaft, 5mm proximal to the port. The hypotube was kinked along its entire length. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with the profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as user facility (B)(4). It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, removal difficulties and catheter entrapment was encountered. Vascular access was obtained via the right femoral artery and right femoral vein. The 80%-90% stenosed lesion was located in the ostium of the proximal right coronary artery (rca). After a successful rotablator procedure and placement of an unspecified drug eluting stent, a 12mm x 3.50mm apex balloon catheter was loaded onto a non-bsc guide wire. However, the balloon catheter was unable to advance over the guide wire. The balloon catheter "locked up" on the guide wire at the distal rca. As a result both devices were removed together as one system. The procedure was completed with a non-bsc guide wire and a non-bsc balloon. No patient complications were reported and the patient's status is fine. The physician feels that the non-bsc guide wire was defective, too thick to thread the balloon catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4). It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, removal difficulties and catheter entrapment was encountered. Vascular access was obtained via the right femoral artery and right femoral vein. The 80%-90% stenosed lesion was located in the ostium of the proximal right coronary artery (rca). After a successful rotablator procedure and placement of an unspecified drug eluting stent, a 12mm x 3.50mm apex balloon catheter was loaded onto a non-bsc guide wire. However, the balloon catheter was unable to advance over the guide wire. The balloon catheter "locked up" on the guide wire at the distal rca. As a result both devices were removed together as one system. The procedure was completed with a non-bsc guide wire and a non-bsc balloon. No patient complications were reported and the patient's status is fine. The physician feels that the non-bsc guide wire was defective, too thick to thread the balloon catheter.

Event description:
Same case as user facility medwatch (B)(4). It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, removal difficulties and catheter entrapment was encountered. Vascular access was obtained via the right femoral artery and right femoral vein. The 80%-90% stenosed lesion was located in the ostium of the proximal right coronary artery (rca). After a successful rotablator procedure and placement of an unspecified drug eluting stent, a 12mm x 3.50mm apex balloon catheter was loaded onto a non-bsc guide wire. However, the balloon catheter was unable to advance over the guide wire. The balloon catheter 'locked up' on the guide wire at the distal rca. As a result both devices were removed together as one system. The procedure was completed with a non-bsc guide wire and a non-bsc balloon. No patient complications were reported and the patient's status is fine. The physician feels that the non-bsc guide wire was defective, too thick to thread the balloon catheter.